Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 30th october, 2017 getinge became aware of an issue with one of surgical lights- prismalix. As it was stated, the screw was sheared. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might cause contamination.

Manufacturer narrative:
The issue is being investigated by the manufacturing site. The event has been reported with a delay due to our retrospective examination of the record. At the time 2017 the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time 2017 the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now. On (B)(6) 2017 getinge became aware of an issue with one of surgical lights- prismalix. As it was stated, the device¿s suspension screw was sheared. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might cause contamination. It was established that when the event occurred the surgical lights did not meet its specification due to rupture of the suspension fixing screws and it contributed to the event. Device was not being used for the patient diagnosis nor treatment when the issue occurred. The possible root cause of the issue is related to lack or incorrect preventive maintenance, a most probable cause is lack of verification of technical condition of screws during preventive maintenance. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).